Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 sensor failed during sensor startup period and sensor wire was missing. Patient did not pull up on collar.